Manufacturer narrative:
Investigation: the investigation was carried out visually in cooperation with the r&d department. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the problem is most probably related to a material error. Rational: since this product is made from a material of biological origin, a minimal deviation of the color can not be excluded or prevented. In this case the deviation is not according to the quality standard. However, this is only a visual deviation, the function of the product is restricted. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint:: USA. It was reported that the lyoplant onlay was discolored when opened in the or (operation room). No harm to the patient reported. No delay in surgery was reported.